Event description:
It is reported that the scrub nurse opened the implant and found that the implant had a defect.

Manufacturer narrative:
This report will be amended when our investigation is complete.